Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6) university. E1 - initial reporter address 1: no.(B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified no kinks or damages of the hypotube shaft. No kinks or damages on the shaft polymer. A visual examination of the balloon identified traces of blood inside the balloon. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. A microscopic examination of the tip section found no damage. A microscopic examination of the markerbands identified no damage. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge). During an attempt to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres, a pinhole leak was identified in the balloon. The pinhole was located at 1mm proximal from the proximal markerband. Due to the leak, the balloon could not maintain pressure.

Event description:
Reportable based on device analysis completed on 03dec2024. It was reported that a balloon could not open properly. The 90% stenosed target lesion was located in the right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not open properly or expand. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure. However, device analysis revealed a pinhole at 1mm proximal from the proximal markerband.